Event description:
Information was received that reported a patient was hospitalized in 2009, due to an incident of diabetic ketoacidosis. Per the report, the patient was sick with flu-like symptoms for several days. On the day of event, she was brought to the hospital as she continued to be ill. Upon admission the hospital, her blood glucose was found to be 926 mg/dl. She was diagnosed in dka and was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.